Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Self test returned an unexpected pump error. Pump error is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio, vibrate anomaly, absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had high blood glucose between 10 mmol/l to 14 mmol/l. The customer had problem with the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.